Manufacturer narrative:
(B)(4). The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The reported malfunction is not related to the manufacturing process.

Event description:
It was reported by a customer in (B)(6) that, during patient use, the taperguard oral/nasal tracheal tube cuff was unable to remain inflated. Re-intubation was required. There was no reported patient injury.

Manufacturer narrative:
(B)(4).